Event description:
It was reported that the patient presented to the emergency room after experiencing syncope and falling and banging his head. The pulse generator exhibited over sensing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.